Event description:
The end user alleges while backing up the motorized wheelchair on a sidewalk, he backed the rear caster wheels off of the sidewalk edge that had a 7-8 inch drop off. Allegedly, as a result of the incident, the motorized wheelchair fell over backwards and the end user injured his neck and was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported driving the motorized wheelchair off a 7-8 inch curb. The owner's manual warns, "never attempt to drive a power wheelchair off or up onto a curb, stairs higher than 1.5 inches, or an escalator."